Event description:
Device evaluation: the mo ma ultra device was returned with stopcocks and haemostatic valve connected to each port. An attempt to inflate the balloon was made using a syringe filled by water connected to its port. A leakage was detected on the surface of the distal balloon. On investigation a rupture on the balloon surface was found. Close to the rupture the surface of the balloon looked stressed.

Event description:
An attempt was made to use a mo ma ultra cerebral protection device to treat a focal lesion in the carotid artery (aortic arch type I) prior to a stenting procedure. The device was inspected and prepped prior to use with no abnormalities noted. The t-safety valve was used during the purging procedure. Stopcocks were used during the procedure. It was reported that the distal balloon ruptured at 1atm on the first inflation after which a leak was noted. It was reported that the event did not affect the patient. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: incorrect technique/ procedure (t safety valve used during purging and not on inflation); failure to follow instructions (damage observed on the returned device is consistent with balloon inflated too quickly). Conclusion: device failure related to user handling (t safety valve used during purging and not on inflation); user error contributed to event-(balloon inflated too quickly).

Manufacturer narrative:
Results: based on the information available no root cause can be determined. Conclusion investigation in progress. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.